Event description:
It was reported that after multiple times repositioning the right atrial (ra) lead, the helix would no longer retract. The lead was removed and testing outside the body showed uneven extension and retraction. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.